Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump keeps giving her a no delivery alarm. Customer's blood glucose was 589 mg/dl at the time of the incident. Customer treated with a syringe. Customer was assisted with performing a 5.0 unit fixed prime. Customer reported that the insulin exits the tubing. Customer reported that the insulin exits with manual prime. Customer was advised that the pump was working as designed. Customer was explained that the alarm was caused by a set or reservoir occlusion. Customer's blood glucose was 150 mg/dl when she had a no delivery alarm. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis.